Manufacturer narrative:
Device analysis for adaptor 0209136830 revealed the body conductor broken within 10cm of connector area. Conductors #0 and #1 were broken 3.0cm from the proximal end.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: neu_ unknown_lead, product type: lead. Product ID: 64001, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: adapter. (B)(4).

Event description:
The health care provider (hcp) reported that after the patient's implantable neurostimulator (ins) replacement he recovered well and all the impedances were normal post-op: contact 1 791ohms and contact 5 772ohms. The patient had a sudden worsening of tremor on the right hemibody on (B)(6) 2015, this had progressively gotten worse within 24 hours. It was noted that there was deep brain stimulation (dbs) therapy delivery failure. They decided to increase the dbs settings and managed to communicate once to increase the voltage by 0.1v then suddenly the patient controller showed the error symbol doctor and out of regulation (oor). The settings were: channel 1 contact 1- 4.0 v 60 microseconds 100 hz channel 2 contact 5- 4.9 v 60 microseconds 100 hz high impedances were found: contact 1 15,484ohms, 0<(>&<)>1 21,148ohms, 1<(>&<)>2 5,286ohms, and 1<(>&<)>3 15,038ohms. The hcp changed channel 1 to contact 0 at 3.5v, and contact 2 on 3.8v, which was a good second best option. The hcp reported a week later that since changing to an alternative contact, there were now seen high impedances on a new contact with recurrence of symptoms again. The hcp had changed to the third choice of contact. The x-rays showed good connections of the adaptor and ins with extension cables. The patient wanted the faulty hardware replaced. The patient has a provisional place at the beginning of tomorrow's (B)(6) 2015 morning emergency list for exploration and replacement of adaptor/ins/extension cables. The company representative (rep) confirmed two days after surgery that the hcp did investigate, and removed and replaced the adaptor. The impedances were now normal. It was noted the hcp was convinced this was a hardware issue. The adaptor will be returned to the device manufacturer for investigation. If additional information is received, a follow up report will be sent.